Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report that they were unable to turn on the liberty select cycler during power up. The pdrn attempted to reboot the cycler three times with no success. The pdrn stated the screen was blank. Reportedly, there was no power outage or outlet issue. The power cord was securely plugged in and the power switch was switched on. Additionally, the cycler buttons were not illuminated. At that point in time, the ts representative advised the pdrn to discontinue use of the cycler and a replacement cycler was issued to the pdrns user facility. There was no patient involvement associated with the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the facility. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.